Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 4 fr powerpicc solo catheter was returned for evaluation. Dried blood residue was present on the catheter shaft and extension tubing. The catheter appeared to be slightly compressed and bent in the region between the 5.5 and 11 cm depth markers. A kink was present at the 5.5 cm depth marker. The sample was flushed, and a leak was observed at the 6 cm depth marker. Microscopic observation of the leak location revealed a circumferential split. The split surfaces were observed to be rough and uneven. Material whitening was visible at the split edge with a matte discoloration in the surrounding area. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The catheter was cut between the 4 and 5 cm depth marker in order to measure the catheter wall thickness and outer diameter. The component was found to be within manufacturing specification. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the condition of the returned sample, securement location and catheter manipulation likely contributed to the formation of the split. The product instructions for use (IFU) states, " avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort."

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted from line on flushing. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Staff advise there were multiple attempts required to insert this line. Line inserted (B)(6) 2020. Sited left cephalic vein, external measurement at skin 8 cm. 18cm total from skin to bottom of hub. 4fr securacath device in situ.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0625 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted from line on flushing. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Staff advise there were multiple attempts required to insert this line. Line inserted (B)(6) 2020. Sited left cephalic vein, external measurement at skin 8 cm. 18cm total from skin to bottom of hub. 4fr securacath device in situ.